Manufacturer narrative:
Device was used for treatment, not diagnosis. Part number 2477109, unknown part number. Not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient experienced left shoulder numbness and intermittent pain. Patient was implanted with the cervios with chronos implant on (B)(6) 2010. Patient started experiencing complications 18 months after surgery. Patient is continuing to experience ongoing pain but not revision has been performed. (B)(4).